Event description:
One our u.s. Customers reported that, 'box was labeled as an 8.0 mm drill bit, but the actual item inside was an 8.5 mm drill bit'. This was discovered by the customer during a pre-operative inspection. There was no patient involvement, serious injury, or significant surgical delay related to this event.

Manufacturer narrative:
Conmed linvatec received this product for evaluation, and confirmed the reported concern. Of the several devices, which were returned to conmed linvatec by the customer; one box was verified to be labeled as an 8.0mm, but the actual drill bit inside was etched and measured 8.5mm. An investigation is in process, and a follow-up report will be filed. The non-conformance was discovered by the customer during a pre-operative inspection. There was no patient involvement, serious injury, or significant surgical delay related to this event.

Manufacturer narrative:
Investigation-(B)(4) was initiated to address the sentinel drill bits labeling nonconformance, wherein the investigation states: root cause: the warehouse delivered lower level parts to the specialty factory to allow knitting of three drill bit jobs for production. Due to the cutting and knitting of these jobs on the same day, the parts were mixed either by the water spider machine or the operator during assembly. After packaging the drill bits, second and final inspections are not possible to be adequately performed. The tip protectors obscure the product etching. Conclusion: the tip protectors and packaging will be redesigned to ensure the product etching can be verified after packaging. A procedural review will be conducted, to determine if a revision is necessary.